Event description:
It was reported that the user experienced a low glucose event with a sensor value of 45 mg/dl and later reported a current glucose of 67 mg/dl while feeling fine, after earlier shakiness; no confirmatory fingerstick was performed, and the user self-treated with fast-acting carbohydrates including soda and juice, and received education on confirming lows with a fingerstick and troubleshooting. Symptoms included shakiness consistent with hypoglycemia. Outcomes included resolution with oral carbohydrates and no medical intervention or hospitalization. Investigation included case assessment and user education on hypoglycemia recognition, confirmation, and treatment. Investigation of this case revealed no device malfunction reported and no device component issues identified, with the event deemed consistent with user-reported hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.